Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that the loaner pump he is wearing is not doing the job as he woke up last night with a blood glucose of 478mg/dl. Patient's blood glucose at time of incident was unknown. Patient's current blood glucose was 118 mg/dl. Customer had frequent urination and hands feel swollen even though they aren't. Customer states the drive support cap appears normal. The caller did not want to run the high pressure test. Caller states that caller will change the set, and roughly 2 days into the set wear the sugars shoot up real high. Caller states that the reading is in the 300mg/dl range, but not sure what the reading actually is. The insulin pump will be returned for analysis.